Event description:
Pvc/cl was observed with blood backed up. Port on IV tubing noted to be loose in premature infant with no other IV access. Central line had clotted due to blood back up when extension set leaked and had to be removed.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded. The device was destroyed/disposed of.